Manufacturer narrative:
A multicenter post market clinical follow-up retrospective study is being performed at specific time points post-implantation to evaluate the safety and performance of the hyprocure implant. The pmcf studies were not requested by FDA. No complaints have been made to the manufacturer. Patient did not receive adequate correction of foot alignment. No reasons were provided. Possibly not a good candidate for procedure. No other information was given.

Event description:
The device did not improve my foot alignment.